Event description:
A medtronic rep reported that the surgeon was inaccurate by approx 2-3 mm laterally. The surgeon continued the surgery using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
Pt info not available at time of this report but has been requested. The camera was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. The camera was fully functional and showed no anomalies.